Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of unintended pregnancy ('pregnancy (no complications)') in a 32-year-old female patient who had essure (batch no. 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insect bite nos on (B)(6) 2012, endometrial polyp (there 3 endometrial polyps noted.), endometriosis, pelvic adhesions, urinary tract infection, multigravida, parity 1, miscarriage, diabetes and hypertension. Essure confirmation test(s): failure to occlude (close) fallopian tubes ((B)(6) 2011) ((B)(6) 2012). Concurrent conditions included dysfunctional uterine bleeding, abdominal pain lower and human papilloma virus infection. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;levonorgestrel (lutera), hydrochlorothiazide (hctz) and metformin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device expulsion ("expulsion of essure device"), 1 month 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("headaches/ migraines"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient was found to have an unintended pregnancy (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos. Essure was removed. At the time of the report, the unintended pregnancy, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, alopecia, weight increased and abdominal pain outcome was unknown and the nausea had resolved. The reporter considered unintended pregnancy to be unrelated to essure. The reporter considered abdominal pain, alopecia, device expulsion, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery as per summons (B)(6) 2012 00:00. Discrepancy noted in essure insertion date as (B)(6) 2012. Discrepancy noted in essure removal status. Have you had your essure (or any part of the device) removed? No. Current weight 189 lbs. When you took leave and the reason: date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: abnormal bleeding. Essure micro implants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had visible coils and the left had visible coils. A successful placement occurred bilaterally. On (B)(6) 2011 (pfs), hysterosalpingogram showed that both coils had come out. On (B)(6) 2012 (mr), hysterosalpingogram showed scout film shows no essure inserts in the pelvis. There is rapid filling of both fallopian tubes which appear normal. Free intraperitoneal spill is seen bilaterally. In (B)(6) 2019, plaintiff had pregnancy occurred after essure expulsion. Since expulsion occurred before pregnancy, the event pregnancy ¿ llt unintended pregnancy (since she claimed in pfs and got pregnant after expulsion) was added and consider it as unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Gynaecological examination - on (B)(6) 2011: expulsion of essure device. Hysterosalpingogram - on (B)(6) 2011: expulsion of essure device; on (B)(6) 2012: there is rapid filling of both fallopian tubes which appear normal. Free intraperitoneal spill is seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, vaginal hemorrhage, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet received. Event per pfs: pregnancy (no complications). Medical history, concurrent condition and concomitant medication were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device") and pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no: 787231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp (there 3 endometrial polyps noted.), endometriosis, pelvic adhesions, urinary tract infection and insect bite nos on (B)(6) 2012. Concurrent conditions included dysfunctional uterine bleeding, abdominal pain lower and human papilloma virus infection. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 month 3 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("headaches/ migraines"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with oral contraceptive nos and surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, alopecia, weight increased and abdominal pain outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, alopecia, device expulsion, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery discrepancy noted in essure insertion date as on (B)(6) 2012. Discrepancy noted in essure removal status. Have you had your essure (or any part of the device) removed? No. Current weight 189 lbs. When you took leave and the reason: date leave began: on (B)(6) 2017. Date leave ended: on (B)(6) 2017. Reason: abnormal bleeding. Essure micro implants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had visible coils and the left had visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Gynaecological examination: on (B)(6) 2011: expulsion of essure device. Hysterosalpingogram: on (B)(6) 2011: expulsion of essure device; on (B)(6) 2012: there is rapid filling of both fallopian tubes which appear normal. Free intraperitoneal spill is seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, vaginal hemorrhage, abdominal pain. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr were received: lot number was added. Events: vaginal hemorrhage, menorrhagia, migraines, headaches, device expulsion, fatigue, hair loss, nausea, weight gain, abdominal pain were added. Event onset date and outcome were updated. Reporters were added. Essure insertion date was added. Reporter causality comments were added. Lab data were added. Concomitant drug and conditions were added. On 12-feb-2019: medical records received: medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.